Event description:
The user facility reported that the device couldn't go higher than one on vibration and then error codes prevented use other than with vibration off. The treatment was unable to be completed. It was also reported that a patient experienced excessive pain during a procedure that resulted in incomplete procedure with suboptimal response. The medical reviewer has deemed this as not serious.

Manufacturer narrative:
Datacard logs and treatment tip were evaluated. Based on the evaluation of the data, the handpiece and system performed as expected. The tip passed the flow test, leak test and thermistor test. The tip failed visual inspection as dielectric breakdown was observed. No functional testing was performed as the tip was fully used. The lot history, trend analysis, risk analysis and/or directions for use review, were considered acceptable, with the product performing within anticipated rates. Datacard logs showed the handpiece and system performed as expected. During evaluation of the treatment tip, service found damage to the tip membrane. Dielectric membrane damage to tip membrane can cause risk to patient. Based on the available information, the pain reported during treatment was caused by damage to the tip membrane. No corrective action required.